Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion being treated was located in the left anterior descending (lad)artery. Ablation of the lesion was successfully performed, and a stent was deployed. When the physician attempted to withdraw the floppy rtw guide wire, he noted that the distal tip of the guide wire was in a small side branch of the lad, and there was a slight kink in the distal shaft of the guide wire. The physician continued to withdraw the floppy rtw and it fractured approximately 5cm from the distal end. The detached guide wire segment remained in the small side branch of the lad. The physician did not attempt to remove the retained portion of the guide wire, as the vessel was "insignificant, and the patient was stable". The patient was discharged the following day, having an uneventful recovery with no complications.

Manufacturer narrative:
The guide wire has not been returned for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.